Event description:
It was reported that " a few weeks after surgery the patient went back to doctor due to pain. Doctor found forward cup was left in patient on her cervix. The doctor removed the cup."

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.